Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report from the USA stating that the device was running hot. It is unknown that the device was being used during surgery. There were no injuries however unknown if medical intervention occurred. There was no add'l info provided.